Event description:
It has been reported to philips that the device was not booting up successfully. The device was not in clinical use and no harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that there was a malfunction with flexvision pc which resulted in the system not being able to complete the startup sequence. Upon functional testing, the fse found that no power at the hard disk drive of flexvision pc. To resolve this issue the fse reseated the related wires which was temporarily resolved the issue. 2 months later, however the reported issue was reoccurred, and to resolve this issue the fse replaced the flexvision pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.